Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of her grandson (the patient) and reported that the patient's blood glucose (bg) levels had been "hi" mg/dl (possible bg > 600 mg/dl) for the previous 3 days. The reporter denied that the patient had symptoms of nausea, vomiting, or shortness of breath. At the time of the call with animas, the reporter mentioned that the patient was only receiving insulin via the pump and his bg had come down to the 200 mg/dl. Through troubleshooting, the animas representative involved in this contact noted that the patient was possibly using refrigerated insulin. However, the patient denied having issues with air bubbles. Also, the animas representative noted that the patient was using an infusion set that expired 06/2010. The patient denied having air bubbles or leaks with the infusion set or redness/lumpiness/hardness at the insertion sites. The patient reportedly received an empty cartridge warning on (B)(6) 2011, at 2:34 pm and the patient did not change the cartridge until 10:45 pm. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient had developed an elevated bg level that meets animas' criteria for a serious injury. The patient's injury can be possibly related to use-error since the patient was using expired products and refrigerated insulin.